Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable and tandem wall adapter. There was no reported adverse impact to the customer. A new charging cable and wall adapter was sent to the customer.